Event description:
After a one (1) hour orchiopexy hernia surgical procedure on a (B)(6), topical discoloration darker in color between the exposed (6" x 6" area) and the covered area was noted. The skin temperature was measured to be 39 degrees c (102.2 degrees f) at the discolored site and 37 degrees c (98.6 degrees f) outside the site.

Manufacturer narrative:
During the procedure, two (2) lampheads were focused on the surgical sight at maximum intensity. The lights were evaluated by a berchtold corp. Service technician on (B)(4) 2012 at the location where the incident occurred. The lampheads were inspected and the light intensity in lux was measured for each lamphead. The specification for intensity is 160klux. The intensity for lamphead s/n (B)(4) this MDR) was measured to be 141.6 klux, and the intensity for lamphead s/n (B)(4) (MDR 1220685-2012-00001) was measured to be 138.7 klux. An inspection of the lights, electronics, filter glass and control box was conducted and all were properly functioning. The operators manual for this light system contains the following safety statements for the operator: the overlay of the light fields can cause an increase in heat generation. In the case of a combination light the lamp housings are positioned so that the light fields of both lights are coincident, the operator should consider the following: the light's adjustment to maximum illumination causes an increased desiccation of the tissue.